Manufacturer narrative:
The case description states that the user was hospitalized after the user's bg levels dropped from 400 mg/dl to 30 mg/dl within an hour. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The android log files confirm the presence of low bgs and show that the system was in open loop during and before the reported drop in bg levels. The algorithm loop state was changed from closed to open over 50 hours before the user's bg levels dropped and remained in the open loop state for the remainder of the available log files. After entering manual mode, the user received the user's input basal rate and five manually programmed boluses. Inspection of the android log files found no evidence of the system over-delivering insulin. When the system was in automated mode before the date of occurrence, the agc algorithm was found to appropriately adapt the suggested insulin based on egvs and user inputs. The audit logs show that a system error alarm of error code 50-18880-06351-006 was generated by the controller on (B)(6) 2024. The engineering log files from the date of the system error alarm were overwritten due to continued use of the system, and the exact cause of the system error alarm could not be determined. Inspection of the android log files indicates this system error alarm did not contribute to the reported event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 36 and 48 hours. The patient also mentioned that there blood glucose levels reached over 400 mg/dl. The patient drank a gatorade to resolve the issue. The patient was released the following day.